Event description:
A report was received that the patient was experiencing high impedances on one of the contacts on the lead. The lead changes impedances when the patient moves. The physician will re-trial the patient to see if a lead revision is necessary.

Event description:
A report was received that the patient was experiencing high impedances on one of the contacts on the lead. The lead changes impedances when the patient moves. The physician will re-trial the patient to see if a lead revision is necessary.

Manufacturer narrative:
Additional information was received that a good faith effort was made to follow up with the patient regarding his revision but was unsuccessful. No further action will be taken at this time. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm.